Manufacturer narrative:
In the initial report, the date should have been (B)(6) 2016 as well; (B)(6) 2016 was submitted in error.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported wires shorted out two years prior to the report and the patient had an appointment in (B)(6). The patient though the device quit working. Relevant medical history included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.